Manufacturer narrative:
A recall was initiated after identification of voids within the seals of the sterile packaging of the htr implants. These voids may compromise the sterility of the implant, therefore leading to a risk of infection. There is no confirmation the packaging for this implant was compromised and no report of infection. If additional information is received a follow up report will be sent. (B)(4).

Event description:
Received medwatch mw5063013 which reported the implantation of a recalled implant due to potential compromised sterility.